Event description:
It was reported that there was heat damage found on the multi station battery charger which was located in the charging room at the user facility. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, the cord was found to have heat damage in addition to the modules. The heat damage on the cord was identified as a possible cause of the heat damage on the modules, due to possible arcing when the cord was plugged into the outlet.